Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Tubing model /lot requested however not provided.

Event description:
It was reported that the pcu shut off. There was no additional event details or patient impact provided at this time .